Manufacturer narrative:
The report of ¿high impedance¿ was not able to be confirmed. Microscopic inspection of the paddle lead found multiple broken wires in the paddle and in the lead tails consistent with the explant procedure. It could not be ascertained when these fractures occurred as there were no session reports showing which channels were reading high prior to the explant procedure.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.